Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and a follow up report submitted if required. (B)(4).

Event description:
A customer reported to carefusion that their 3100 high frequency oscillating ventilator (hfov) pressurized but when the start/stop button was depressed it failed to light up and the driver failed to start. The customer reported that their was no patient involvement associated with the event.

Manufacturer narrative:
Result of evaluation: the alleged defective driver displacement indicator (ddi) board was returned to carefusion and evaluated. The reported problem could not be duplicated and the ddi board was found to be functioning within specifications with no problems noted.